Event description:
It was reported that during a pacemaker follow-up, the pt received three external shocks due to ventricular fibrillation. Reportedly, the defibrillator paddle was held directly over the pacemaker, and afterwards the device was no longer pacing or responsive to attempts at telemetry with a programmer. Another pacemaker has been implanted. The physician is requesting to have the episode of the ventricular fibrillation.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.